Event description:
On (B)(6) 2014, the distributor contacted animas, alleging that the battery life was less than expected. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Follow-up #1: date of submission 01/29/2015. Device evaluation: the pump has been returned and evaluated by product analysis on 01/28/2015 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. On investigation, the alleged short battery life issue was not duplicated. Review of black box data did not find evidence of short battery life. Using the returned caps, the pump powered up to the display and no tactile issues were found with the buttons. The electrical current draws were within specifications. A rewind/load/prime sequence was executed without incidences. Removal of pump casing did not find intermittent conditions on the printed circuit board.